Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an x-ray done today indicated that one of the dorsal column stimulator lead has migrated inferior vs pre-op and patient has turned stimulation off because it was spiking electrical intensity and pain started on the right side as of (B)(6) 2021.